Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pump exhibited high power and the patient was hospitalized. The patient had been ¿feeling crummy¿ for four days prior but the international normalized ratio (inr) was noted to be within the therapeutic range. A week later it was reported the patient was treated with thrombolytics successfully and the powers were brought back to normal limits for the patient. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event was confirmed via review of the controller log file analysis which revealed an increase in power consumption beginning on (B)(6) 2018. 37 high watt alarms have been logged since (B)(6) 2018. Furthermore, it was reported that the patient was treated with thrombolytic therapy and the powers were brought back to normal limits. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.